Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was reported that the pump was experiencing an intermittent-power issue. Reportedly, the yellow o-ring of the battery cap was visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/06/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the threads of the battery cap were damaged, and there was evidence of moisture damage on the underside of the battery cap. The pump displayed intermittent power with the returned battery cap installed; the reported event was duplicated. A test battery cap was used for the remainder of the analysis. The battery compartment was observed to be cracked in the thread area and below the grip pad. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no further evidence of moisture ingress was observed. The keypad cover was found to be torn at the up arrow and ok button. Evaluation revealed that the up arrow, down arrow, and contrast keypad buttons were intermittently responsive. The keypad cover was removed, and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. The display screen was observed to be dim and discolored. The battery cap defects directly caused the reported event, and the remaining device failures were unrelated to the reported event.